Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: on insertion of a quad lumen central line guide wire the distal end was noted to be "kinked". Insertion had been with a cannula into the internal jugular vein. It was not possible to remove the cannula sheath due to the kink.

Manufacturer narrative:
(B)(4). The device (catalog# cv-22854-qe) is not sold in the us. Similar product/component sold in the us.

Event description:
The customer reports: on insertion of a quad lumen central line guide wire the distal end was noted to be "kinked". Insertion had been with a cannula into the internal jugular vein. It was not possible to remove the cannula sheath due to the kink.